Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600i synchron access clinical system was generating a false high carbon dioxide (co2) result for one (1) patient sample and a suppressed co2 result for a second patient. The customer diluted the second sample and generated a false high result. The erroneously high results were reported out of the laboratory. The samples were rerun on an alternate instrument in the laboratory, producing more believable results, and reports were amended. The results provided by the customer are shown. Treatment was not initiated or withheld based upon the false high results reported.

Manufacturer narrative:
The samples are collected as serum. Qc prior to the event was within lab-established ranges. After the event, the customer tried to calibrate the assay, but calibration failed. A field service engineer (fse) was dispatched and replaced the carbon dioxide (co2) membrane and verified performance.